Manufacturer narrative:
All information reasonably known as of 09-jan-2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc product is defective or caused serious injury.

Event description:
Additional information received on 07-jan-2019 stated that what was described with the intestinal tubing coming out of the rectum is a tubing dislocation, which was likely disconnected at the peg device, and then passed through the digestive system and then excreted. The physician removed the peg and the patient discontinued the duodopa treatment.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of 06-nov-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc complaint database and identified as complaint (B)(4).

Event description:
It was reported that a patient's peg j-tube was not put in correctly, and was not working for her anymore. Additional information received on (B)(6) 2018 stated that a 20fr jejunum feeding tube was put in on (B)(6) 2018. It was noted that the tube did not feel right and was a like a hard plastic. The surgeon removed the tube on (B)(6) 2018 and left the stoma site open without a dressing. The patient went to the emergency room on (B)(6) 2018 because the stoma became bright red, with food and drainage expelling from the stoma site. It was noted that the patient experienced anemia, stoma redness, drainage, difficulty sleeping, and falling. The patient was administered oral clindamycin and never resumed duopa after the j-tube came out of the rectum. No stoma site culture was performed. The stoma site infection resolved.